Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an episode of pacemaker mediated tachycardia (pmt) with retrograde conducted premature ventricular contractions (pvc). This resulted the cardiac resynchronization therapy defibrillator (crt-d) pacing near the upper rate limit of the device settings. The crt-d was reprogrammed and remains in use. The patient is a participant in the product surveillance registry clinical study. No further patient complications have been reported as a result of this event.